Event description:
Customer reported an arcing sound coming from the tube head. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the candlestick connectors. System operates as intended. This MDR is related to ge healthcare complaint number.